Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the ilet experienced intermittent communication failure resulting in signal loss to the ilet; support guided the user to toggle settings and to re-enter the sensor pairing code, which restored function, and the implicated component aligns with the wireless antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient signal loss resolved with standard troubleshooting.